Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient. It was reported that the patient¿s implantable neurostimulator (ins) wasn¿t working. The hcp stated that they didn¿t have any further information. It was unknown when the issue occurred. No patient symptoms were reported and there were no complications. Indications for use are non-malignant pain and rsd/causalgia-complex regional pain syndrome.